Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the presence of foreign material on the insertion tube at insertion section possibly remained in the device due to the physical damage. The foreign material residue point was deformed. However, a definitive root cause could not be determined. The event can be detected and prevented in accordance with the following IFU. IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). The legal manufacture reviewed the cleaning disinfection and sterilization (cds) process steps provided by the customer for insertion section and bending section, and it was confirmed that there was delay in the start of precleaning. However, it is unclear if there is deviation from the instructions for use (IFU) for the foreign material in the control section, universal cord, connector, as the customer did not address in the reprocessing accessories or whether the endoscope was presoaked in the detergent solution. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited foreign material at the universal cord and connecting tube. There were no reports of patient involvement.